Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was unable to power on or boot up. The media door damaged. The stylus was damaged. The hard drive performance was less than 100%. The system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service tested out of specification during manufacturer analysis. There was no patient involvement.